Event description:
Description of event according to initial reporter: physician went to deploy the filter, but the filter would not deploy. The physician was able to get filter to eventually deploy (the filter deployed crooked), but it took a lot of work to do so, in that pursuit, the user had to open and use a snare to reposition / align the filter according.